Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, and issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
"An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 fe (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) version e. Because the app was not able to open we did not have access to any application logs for analysis. Furthermore the error message shown to the user is an android os error and not an error thrown by our application. Without logs we are not able to pinpoint the exact root cause of this issue. But since this is the first occurrence of this issue it is likely an issue with the installation of the app. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: uninstall app, restart phone, reinstall app. Settings, apps, minimed mobile, storage, clear cache. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.